Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer called and reported that the buttons on the insulin pump were not working, after the device was in the customer's pocket. Customer's blood glucose was 170 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.